Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
During a hind foot arthrodesis, the aiming arm had a bent prong, which was not noticed until surgery had already started. The surgeon had to make manual adjustments to the aiming arm in order to use it during the surgical procedure. This added about 5 minutes to surgical time. The surgical outcome was favorable. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of synthes device history records revealed the device was manufactured by synthes (B)(4).the product conformed to all requirements at the time of manufacture. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: a pd eval was performed by the pd engineer and the review states following: the returned insertion handle f/hindfoot arthrodesis nail-ex (part # 03.008.007, lot # 1805752) was manufactured in january 2008 and is over 5 years old. The tabs on the distal end are designed to interface with the nail (implant) and provide primary location for insertion torque when inserting the nail. On the returned device, the tabs on the distal end are torsionally bent in the direction of screw removal and worn. The returned insertion handle was manufactured to specifications in drawing 03_008_007, revision c. The inserter was manufactured from (B)(4) which is a typical material used to make insertion handles. The device is also heat treated to increase strength. The design is adequate for its intended use and did not contribute to this complaint condition. The expert hindfoot arthrodesis nail risk analysis (se_227766, version aa) adequately assesses this complaint condition. Specifically, "damage of interface nail/insertion handle" under nail insertion is assessed as a less severe risk with a moderate severity of harm "3" and an unlikely probability of occurrence "2" with possible harm listed as "prolongation of surgery time. Reoperation". There are 2 complaints in the entire complaint history for part#03.008.007 for this complaint condition of "bent" and approximately 140 have been distributed since 2006 (oldest sales data available in jde) which results in an estimated complaint rate of 1.4% based on sales. This is a reusable device so the actual complaint rate based on usage would be significantly lower. The design is adequate for its intended use and did not contribute to this complaint condition. Due to the low occurrence rate (2 instances in entire complaint history), this complaint is invalid from a design perspective. Placeholder.